Event description:
It was reported the patient's ipg would not communicate with the charger. The patient last felt stimulation approximately a month ago. The patient programmer displayed a low battery message. Surgical intervention took place on (B)(6) 2023 where the ipg was explanted and replaced. Therapy was restored post procedure.

Manufacturer narrative:
The event of ipg does not hold a charge was reported to abbott. The patient's ipg would not communicate with the charger. The patient programmer displayed a low battery message. The ipg was explanted and replaced. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg would not communicate with the charger. The patient last felt stimulation approximately a month ago. The patient programmer displayed a low battery message. Surgical intervention may be undertaken to address the issue.